Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. This is an ancillary service event. A review of the event history log did not identify issues related to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. An internal and external visual inspection revealed no problems. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the electrical testing but failed the rite functional testing for rite - therapy monitored volume failed performance spec. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Upon conclusion of the investigation, the direct cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.